Event description:
It was reported via repair work order that the safety bar was broken off by the torsions springs and the patient left load wheel casting was cracked, which could potentially cause unstable loading and unloading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.